Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. On the proximal side, rows 1-2 had their struts raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the stent would not cross the lesion site. The target lesion was located in the left main (lm) and left circumflex (lcx) artery. A taxus liberte 3.5x32mm stent was advanced but would not cross the lesion site. The procedure was completed with another of the same device. No patient complications were reported and the patient status was as stable. However, the returned product revealed that there was stent damage.